Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy from their l3 lead following a motor vehicle accident. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2026, wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.